Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed it was returned in original packaging with the batch number of the complaint on the label. Comparison of the returned device to the customer provided photo shows they are not the same device. The t1 was not returned. The t2 is missing the tip and its proximal end placed back onto the needle channel. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image was performed and found the device outside the packaging with no implants visible. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation. H11: h2: corrected data on h16 and h10.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus arthroscopic repair, the t2 of the fast-fix 360 device was deployed, but it failed to secure and fell off. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed it was returned in original packaging with the batch number of the complaint on the label. Comparison of the returned device to the customer provided photo shows they are not the same device. The t1 was not returned. The t2 proximal end is placed back onto the needle channel. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image was performed and found the device outside the packaging with no implants visible. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.